Manufacturer narrative:
A review was conducted of several films from the pre-implant planning worksheet . The proximal neck was conical shaped, measuring 21 x 22mm just below the renals, and 15mm below the renals, measuring 26 x 28mm. The neck contained irregular thrombus. At the level of the renals the neck appeared to have tapered down to approximately 1cm, and areas of calcification was observed near the orifice of both renal arteries. The suprarenal neck diameter was approximately 20 - 25mm. The proximal neck appeared angulated, but the amount of angulation could not be determined from the images provided. The aaa max diameter measured 6.5cm and contained thrombus. The right common iliac diameter was noted as 9-11mm, short in length (10mm), and calcified. The left common iliac diameter was noted as 11-13mm and also calcified. Several still angio images during implant were also provided. One image revealed that the spindle has been released (the tip is >1cm above the spindle) and all of the suprarenal stents still appeared undeployed and still attached to the spindle. Another image shows that after delivery system removal several of the suprarenal stents have been pulled down. Angio showed severe narrowing of the neck near the renals, and cta shows the suprarenal neck diameter as 13mm, with areas of visible calcification. The cause of the suprarenal stent not deploying is uncertain. It is possible that the patient's narrow suprarenal neck, as well as the observed neck thrombus and calcification likely contributed to this event. 24-off-label, unapproved or contraindicated use (iliac <(><<)> 15 mm in length).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 65 mm abdominal aortic aneurysm. The aortic neck was reported to be conical, ranging in diameter from 22 to 29 mm in diameter, narrowing to 13 mm in one area, with a length of 15 mm. The right common iliac was 9-11 mm in diameter with a length of 10 mm and moderate calcification. The left common iliac was 11-13 mm in diameter with a length of 27 mm. It was reported that the physician attempted to implant the stent graft. While deploying the suprarenal stent, the stent became stuck. It remained stuck even when the tip capture was released. The physician attempted to move the delivery system up and down, but it remained stuck. The physician then used a balloon to unstick the delivery system, and was successful. The CT was then reviewed, and the physician believed that they may have overlooked the area of narrowing, which may have caused the delivery system to become stuck. The physician believed that there may have been something wrong with the tip capture mechanism. There was no damage to patient anatomy. No clinical sequelae were reported and the patient is fine. The device was returned and evaluation is complete. Upon inspection of the device, the rear handle was missing. The thumbwheel was advanced, which resulted in a 7 mm gap between the tapered tip and graft cover. There were multiple kinks in the graft cover, 2.2 cm, 4.5 cm, 7.3 cm, 10.3 cm and 12.3 cm from the distal end of the graft cover. The rest of the device was unremarkable. The thumbwheel was rotated, which successfully advanced the tapered tip from the spindle. The tapered tip was cut from the delivery system to allow for inspection of the sleeve ID. Microscopic inspection of the spindle and sleeve revealed no abnormalities. The event could not be confirmed since it took place in-vivo. The root cause of the deployment difficulty could not be conclusively determined; however, narrowing of the vasculature combined with moderate calcification may have contributed.

Manufacturer narrative:
(B)(4). Off-label, unapproved or contraindicated use (neck <(><<)> 19 mm in diameter).